Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and emitted audible tones. The pump alarmed to replace the cartridge and for a low cartridge also with appropriate audible tones. The original complaint for lack of sound during alarms was not duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent lack of audible tones. The pump does not produce audible tones when an alarm occurs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.